Event description:
It was reported that a trend of capture threshold measurements above the programmed output was noted on the Left Ventricular (LV) lead and capture could not be confirmed. The LV lead remains in use. It was reported that the Right Ventricular (RV) lead exhibited oversensing and undersensing though it did not affect device function or performance. The RV lead remains in use. It was reported that the Cardiac Resynchronization Therapy Defibrillator (CRT-D) feature that automatically monitors pacing thresholds at periodic intervals displayed an observation with question marks where a numerical value would normally be present. The CRT-D remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: 419588 Lead implanted: (b)(6)2018; 5076-45; Lead implanted: (b)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.